Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient had pocket pain and the skin over the ins pocket appeared to be eroding. The cause was unknown. Hcp scheduled a pocket revision/relocation for (B)(6) 2018. The issue was not resolved at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen and it was determined that their pocket site was completely intact. The next day, it was reported that the patient's battery was replaced on (B)(6) 2018. The patient was reprogrammed and was satisfied and recovered with no injury. The battery was changed due to pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explanted device was tossed away at the doctor's direction. There was nothing wrong with it. It was simply too large for the patient's body cavity, so a thinner, smaller rechargeable type generator was chosen. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, device, method, result, and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the generator was changed because it was painful due to the patient being skinny.

Manufacturer narrative:
Based on further review of the file, adverse event and product problem applies. If information is provided in the future, a supplemental report will be issued.